Manufacturer narrative:
The investigation for the reported thrombus has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the thrombus could not be determined. The instructions for use for the impella cp with smartassist for use during cardiogenic shock and high risk cp in section: direct aortic insertion states ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 53-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. It was reported that after nine days of support, the patient was weaned and explanted. Upon explant, the pump was observed to have a thrombus. The thrombus was adhered to the pigtail of the pump and there was known anticoagulation issues during the support in which the patient was on and off of anticoagulation medical support. The patient was reported to be stable.